Event description:
It was reported that patient's (pt) previous ins battery went dead while they were watching tv, noting that the "whole room looked like it was doing a flip-flop." The patient mentioned that they had been having so many back problems that they didn't pay attention to the ins battery level. The patient said they were taken to hospital on an emergency basis to have the ins battery replaced. Agent documented reported event.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.